Event description:
After crossing septum, tip of sheath kinked. When the physician made the transeptal cross, the tip of the sheath was kinked. The sheath was removed and a new sheath was inserted. The new sheath worked fine. No injury to the patient.